Event description:
It was reported that the system's left monitor failed to display an image. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board was reseated during the service call. The battery pack needs to be replaced. The reported issue is currently under investigation.